Manufacturer narrative:
The investigation is on-going; a supplemental MDR will be filed when conclusions are available. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4).(B)(4)

Event description:
A customer from (B)(6) alleged discrepant results for 2 patient samples on the cobas® liat® system. Sample 1(run #509) on liat (B)(6) 2021: positive for sars-cov-2. Original pockit result on (B)(6) 2021 generated negative results. A repeat pockit test performed around the same time as the liat test generated negative results. All tests were performed with newly collected samples. Sample 2 (run #548) on liat (B)(6) 2021: positive for sars-cov-2. A repeat pockit test performed around the same time as the liat test generated negative results. Further testing with altostar and roche 6800/8800 generated negative results. All tests were performed with newly collected samples. No harm was alleged. It is also important to note that the customer was using trafalgar (al167cs)- 1 ml virus inactivation medium which is not an approved collection kit per the method sheet. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas® pcr media kit. Collect nasal specimens using the cobas® pcr media uniswab sample kit or cobas® pcr media dual swab sample kit according to instructions. 2 MDR's will be filed per the FDA guidance.

Manufacturer narrative:
An investigation was performed on the instrument and one the reagent lot and no product problem was identified. The nasopharyngeal samples were collected with virus inactivation medium from trafalgar, 1 ml (cat al167cs). This media is not included on the approved media list, and the volume is less than the recommended 3 ml. It should be noted that use of smaller volumes of collection media could increase the risk of invalid results. However, the media is not suspected to have contributed to the discrepant results in this case. There are no other deviations from the method sheet. The samples were both initially tested on liat® analyzer 19421. A separate swab was used for each test. Note that the dates provided by the customer for the liat runs are one day prior to the dates found in the data. The cause of the date discrepancy is unknown. The date and time can be manually set on the liat®. If this was done, there may have been an entry error. Sample 1 has very weak amplification and a late CT, consistent with a sample below the limit of detection (lod) for the liat® test. Near the lod, sample results are known to waiver between positive and negative. Sample 2 has stronger amplification, and would be expected to repeat positive on the liat®. The internal controls for both samples have robust amplification. The method sheets for the competitor tests were reviewed. The pockit¿ test targets the same region as the liat (orf1ab), but appears to have a much higher lod (60,000 copies/ml, vs 12 copies/ml for liat). The altostar® test targets different regions than the liat (e gene and s gene). Additionally, the lod concentration for the altostar® test cannot be directly compared as it is reported in pfu/ml, while liat is reported tcid50/ml. Differences in test methods and sensitivities could be a factor in the discrepant results. The cobas 6800 test should have similar sensitivity as the liat® test. However, for sample 2, the c6800 test was run 3 days after the initial positive result on the liat®. Sample variability may contribute to the discrepant results, particularly when samples are collected on different days. For sample 2, new samples were collected 1-3 days after the initial positive result on liat. The patient¿s viral load may not remain constant over that time. Updated to specify that for sample 2, the customer communicated that they've had multiple swabs since then which all generated negative results. No detail was provided on these subsequent swabs. Changed section d to list the reagent instead of the analyzer. (B)(4).

Event description:
A customer from the UK alleged discrepant results for 2 patient samples on the cobas® liat® system. Sample 1(run #509) on liat 3/7/21: positive for sars-cov-2. Original pockit result on 3/1/21 generated negative results. A repeat pockit test performed around the same time as the liat test generated negative results. All tests were performed with newly collected samples. Sample 2 (run #548) on liat 3/10/21: positive for sars-cov-2. A repeat pockit test performed around the same time as the liat test generated negative results. Further testing with altostar and roche 6800/8800 generated negative results. Customer communicated that they've had multiple swabs since then which all generated negative results. No detail was provided on these subsequent swabs. All tests were performed with newly collected samples. No harm was alleged. It is also important to note that the customer was using trafalgar (al167cs)- 1 ml virus inactivation medium which is not an approved collection kit per the method sheet. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas® pcr media kit. Collect nasal specimens using the cobas® pcr media uniswab sample kit or cobas® pcr media dual swab sample kit according to instructions. 2 MDR's will be filed per the FDA guidance.